Event description:
As reported, the balloon of a 6f-12f mynx control venous vascular closure device (vcd) ruptured when they tried to inflate. The doctor just removed the device, and opened up another unknown vcd and deployed it successfully and was very pleased with the results. There was no reported patient injury. The product was properly stored and opened in a sterile field. The doctor used a quantity of two vcds. The first unknown vcd device was used on the right groin access, which went great with no issues. When the second vcd device was placed in the left groin access, the balloon ruptured when they tried to inflate. The balloon did not lose pressure after being pulled to the venotomy due to a leak or rupture. The balloon was not pulled through the venotomy intake/inflated. The mynx venous vcds were used in a patent foramen ovale (pfo) procedure with a retrograde approach and with unknown intracardiac echocardiography (ice) catheter. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The defective device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f-12f mynx control venous vascular closure device (vcd) ruptured when they tried to inflate. The doctor just removed the device, and opened up another unknown vcd and deployed it successfully and was very pleased with the results. There was no reported patient injury. The product was properly stored and opened in a sterile field. The doctor used a quantity of two vcds. The first unknown vcd device was used on the right groin access, which went great with no issues. When the second vcd device was placed in the left groin access, the balloon ruptured when they tried to inflate. The balloon did not lose pressure after being pulled to the venotomy due to a leak or rupture. The balloon was not pulled through the venotomy intake/inflated. The mynx venous vcds were used in a patent foramen ovale (pfo) procedure with a retrograde approach and with unknown intracardiac echocardiography (ice) catheter. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The defective device was discarded; therefore, it will not be returned for evaluation. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to balloon rupture reported. However, access site vessel characteristics (which was not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.